Manufacturer narrative:
The evaluation of (B)(4) confirmed internal driveline wire damage that could have resulted in the reported pump stoppages. The submitted system controller log file captured a total of three transient low speed/pump stoppage events on (B)(6) 2018, resulting in low speed advisory/hazard and low flow hazard alarms. The abnormal pump operation occurred while the system was connected to battery power and appeared consistent with potential driveline wire damage. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 22 inches of the external portion of the driveline was returned for evaluation. Approximately one-half inch of wires was exposed on the proximal side of the prior driveline replacement site previously performed on (B)(6) 2016. Electrical continuity testing of the replaced portion of the driveline revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The outer silicone sleeve and clear bionate layers showed no evidence of damage. The outer layers and underlying wire connections of the driveline replacement site appeared unremarkable. Areas of breakdown of the metal braided shield were observed along the length of the driveline segment and appeared most severe just distal to the driveline replacement site; however, visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient experienced a pump stoppage following the driveline replacement while connected to an ungrounded patient cable and underwent a pump exchange on (B)(6) 2018. Upon disassembly of the returned device, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was returned severed approximately 2 inches from the nipple of the pump housing and the remainder of the driveline was returned in one segment measuring approximately 38 inches in length. The prior driveline replacement site performed on (B)(6) 2018 was present on the distal returned driveline segment at approximately 21-25 inches from the metal connector. Electrical continuity testing of both driveline segments revealed that all wires were electrically intact. Visual inspection of the outer silicone sleeve and clear bionate layers revealed no evidence of damage. The outer layers and underlying wire connections of the driveline replacement site appeared unremarkable. An area of significant breakdown of the metal braided shield was noted at approximately 9-10 inches from the nipple of the pump housing. Visual inspection of the underlying wires identified breaches in the insulation of the red, orange, brown, and yellow wires in the area of shield breakdown between approximately 9-10 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation. The observed wire damage was identified on each of the three motor phases. The reported pump stoppages could have been caused by a phase-to-phase electrical short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power as recorded in the submitted log file data or when using an ungrounded patient cable. The system also had the potential to produce an electrical short to ground, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module) using a grounded patient cable. As an incidental finding, review of the x-rays submitted by the account showed that the bend relief hardware was tilted slightly out of alignment with respect to the outflow graft hardware and there was a noticeable gap between the bend relief and outflow graft hardware, indicating that the bend relief attachment clip was not fully connected to the outflow graft attachment. The disconnected outflow graft bend relief would not have contributed to the reported event. According to device tracking information, the sealed outflow graft conduit was not exchanged and is not available for evaluation. However, a sealed outflow bend relief collar was implanted at the time of the pump exchange on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section: operator of device, concomitant medical products,device manufacture date: correction.

Manufacturer narrative:
The patient was previously admitted due to two incidents of driveline fault alarm and had driveline repairs on (B)(6) 2016 and (B)(6) 2015 which were reported under MFR report # 2916596-2016-01102 and MFR report # 2916596-2015-00915, respectively. Approximate age of device- 7 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2011. It was reported that the patient presented in the ed at mayo clinic with his log files showing alarms for pump stops on (B)(6) 2018 and (B)(6) 2018. The clock on the patient's controller was also not set for the correct time. A request for log file analysis was received from the customer. Log file analysis confirmed the data showed pump stoppages and speed drops greater than 200 rpms on (B)(6) 2018 and (B)(6) 2018. These events occurred while the patient was connected to battery power and could possibly have been caused by a possible phase to short. The patient previously had 2 driveline repairs before transferred to mayo clinic and had another driveline repair on (B)(6) 2018. Field service engineer was not able to reproduce the alarms on a grounded patient cable. The patient subsequently underwent pump replacement on (B)(6) 2018. The patient was discharged home on (B)(6) 2018.